Manufacturer narrative:
.

Event description:
The consumer reported the patient was hospitalized for unrelated rectal issues and was going to be hospitalized again. Every time the patient lay on his back for prolonged periods, he was shocked and it was uncomfortable. Shocking was occurring intermittently and was related to positional movement as it only occurred when lying on his back. The patient had checked the device with the patient programmer and it showed the stimulation was on. The patient wanted the stimulation off until he got out of the hospital, so the stimulation was turned off. There was a sudden uncomfortable shocking pain when laying down that occurred 2 weeks prior to the report. Relevant medical history included lumbar radiculopathy and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.